Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Previous repair step experienced system error 322. Evaluation confirmed reported problem while checking calibrations. The cause was identified to be lower auxiliary link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a system error 322. No additional information is available.